Event description:
A customer reported a malfunction on a pump with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The malfunction code was resettable, and technical support provided guidance to reset the pump, successfully resolving the malfunction without recurrence. The customer was advised to continue using the pump and to reach out again if the issue reoccurred.